Manufacturer narrative:
Device evaluation by manufacturer: number (B)(4) from 05-sep-2016 through aware date 05-oct-2017. There were no other similar complaints identified during the searched period. A 13-month complaint history review and service history review for similar complaints was performed for st aia-pack intact pth lot number 122 and aia-pack intact pth calibrator lot number 57 from 05-sep-2016 through aware date 05-oct-2017. There were no other similar complaints identified during the searched period. A 13-month complaint history review and service history review for similar complaints was performed for bio-rad ipth quality control lot number 60210 from 05-sep-2016 through aware date 05-oct-2017. There were two (2) similar complaints identified during the searched period, which includes this event (refer to ticket # (B)(4)). The intact parathyroid hormone st aia-pack intact pth assay specifications under calibration, page 5, states the following: 2) calibration stability is monitored by quality control performance and is dependent on proper reagent handling and aia system maintenance according to the manufacturer's instructions. Recalibration may be necessary more frequently if controls are out of the established range for this assay or if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, or detector lamp adjustment or change). The most probable cause of the reported event was due to lot to lot variability. This report is being submitted due to an internal nonconformance identified. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2017, a customer reported out of range high bio-rad quality controls, lot number 60210, on intact parathyroid hormone (ipth) after switching to st aia-pack intact pth lot number 122 and aia-pack intact pth calibrator lot number 57 on the aia-2000 instrument. The customer reported the issue started after switching from st aia-pack intact pth lot number 119 and aia-pack intact pth calibrator lot number 55, which were within target range. The customer compared ipth qc results on their two (2) aia-2000 analyzers, which have identical results before and after the change in lots. The technical support specialist (tss) confirmed that these lots were within tosoh's target ranges. The tss sent a new lot of aia-pack intact pth calibrator, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. On (B)(6) 2017, the customer reported that the new lot of aia-pack intact pth calibrator resolved the qc ipth issue. Quality controls were now within the customer's expected ranges.